Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Pump received without the original pump belt clip. No damage on pump belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that customer wore insulin pump in pocket due to belt clip breakage. Customer's blood glucose was 260 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.